Event description:
Upon the arrival of the rescue crew, a (B)(6) years old male patient was found supine on the floor of the hotel room in the presence of the patient's girlfriend and health care security ordinance (hcso). The deputy was performing manual chest compressions for an unknown period without effect. The patient has a history of snorting oxycodone and fentanyl. The cause of cardiac arrest was presumed overdose. The patient was unresponsive, apneic, and pulseless, with blood coming out from the left nostril, the skin was warm and dry, pupils were fixed and dilated. The crew placed the patient on the autopulse platform (sn (B)(4)) to initiate the automated CPR. The autopulse platform performed compression for approximately 23 minutes until the patient was taken to the hospital. The patient was placed on the stretcher by the crew and was secured for emergency transport. Upon transferring the patient to the hospital staff, the autopulse platform did not function and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The patient remained asystole without any rhythm changes. Upon arrival at the hospital, the hospital staff started manual chest compressions; however, the patient was deceased. Per the customer, the patient's death was not related to the autopulse device and was due to overdose. The customer stated that the autopulse platform became heavily contaminated with the patient's blood. The customer cleaned the autopulse platform as best as possible on the outside. However, blood continued to drain from within the board when moved.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) did not function and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the load cell characterization testing and archive data review. The root cause for ua07 was due to a defective load cell. The cracked covers and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed multiple cracks in the screw well area of both front and bottom enclosures. The damaged covers were replaced to address the observed physical damage. The root cause for the observed physical damage was likely attributed to user mishandling, such as a drop. In addition, the customer reported that the autopulse platform became heavily contaminated with the patient's blood. The contamination was confirmed during the visual inspection. Removed both front and bottom enclosures and observed blood ingress have corroded the top cover metalized coating, and the channel die cast. The top cover and the channel were replaced and performed bio-cleaning in the interior of the autopulse platform. The archive data indicated several ua07 error messages on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional testing; however, it failed the load cell characterization test. The load sensing system has detected a weight/load imbalance between the two load cells. Load cell characterization result indicated single point load cell module 2 is defective (exceeded the parameter) and will affect the linearity of the two load cells installed in the autopulse platform. Single point load cell module 2 was replaced to address the ua07 error. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for (B)(6).